Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 continued to fail and displayed the message "requires maintenance." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was intermittently not opening. A field service engineer replaced the sensor. During testing, the drawer was not showing. The engineer reseated the retractor band and row board in the rear of the drawer. The drawer then appeared in diagnostics but was kicked out of testing. After signing in, the drawer appeared again. The drawer board was tested and found to be good. The engineer replaced the controller board and retractor band. During further testing, pocket c3 repeatedly failed, so the pocket was replaced. The drawer was tested again in diagnostics, and all tests passed. The customer was able to access medications, and all tests were good. The system functioned as intended after the field service engineer repaired the device.